Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor was sensing p-waves intermittently. No further information was available.

Event description:
New information noted that no intervention was performed. During one-week follow-up, p-wave was no longer intermittently sensed.